Event description:
(B)(4). Due to essure placement I suffered bloating, abdominal and pelvic pain. Hair loss, memory loss, joint pain. Left ovarian cyst. Ended up having to have hysterectomy on (B)(6) 2015 in order to remove essure device. Because of the device, I lost my left ovary due to the cyst, had adenomyosis, endometriosis, and a squishy uterus that desperately needed to all be taken out. I had not had any of these issues before essure and am now left with only my right ovary. This device harms women. It should be taken off the market.